Event description:
Complainant alleged that during a routine shift check by a clinician the handles did not allow the defibrillator to discharge. Complainant indicated that the malfunction occurred during pt set-up. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.